Event description:
It was reported that post sleeve gastrectomy patient incurred ¿micro leaks¿, which were defined by the surgeon as an abscess along the staple line without a clear point of where the leak was coming from. The abscess contained gastric cultures which could only extend from a gastric leak. Problem noted in the upper region of the sleeve near the fundus. Patient required re-admission into theatre to drain the abscesses. Device has been discarded.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information is unavailable; device was not returned for evaluation. Three attempts were made to obtain additional information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Exact location of the abscess? At the time of closure were there any unusual issues with the staple line? How long after the first procedure did the leak occur? What color cartridge was used? Were any difficulties encountered when firing the device? What did staple formation look like intra-op and during the re-op? Was the device swished in between firings? What was the conditions of the patients tissue? Patients preexisting conditions? How is the patient currently? Is the patient expected to have a full recovery? The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.